Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash. The patient¿s nurse recommended patient leave the lv off until the rash clears up. Patient reported that the irritation is getting better.